Event description:
A customer in (B)(6) notified biomérieux of obtaining a false negative cefoxitin result / (B)(6) results for two isolates of staphylococcus aureus from the same patient when testing with the vitek® 2 ast-p631 test kit (ref 414961). The two pus samples were collected from the patient the same day and were identified as staphylococcus aureus. The customer performed susceptibility testing on the two samples using the vitek 2 ast-p631 card, lot 7310410403, and obtained the following results: first sample: (B)(6) mic value=0.5mg/l: (B)(6) result, cefoxitin test negative, acquired phenotype pase. This result was given to the physician. Second sample: (B)(6) mic value= (B)(6) result, cefoxitin test positive - phenotype: plp modification. This result was communicated to the physician. The physician informed the lab of the discrepant results; therefore, the laboratory repeated testing of the first sample, staphylococcus aureus strain with phenotype acquired pase, and obtained the following results: (B)(6) mic value= 1mg/l: susceptible result, cefoxitin test negative with an activation of the alert system "bioart" (taking into account the mic of different antibiotics and particularly the (B)(6) mic value) that alerted the user, requesting through a comment on the laboratory report, to confirm his results by another method. The bioart rule flagged "possible cryptic (B)(6), phenotype pase acquired pase +/- plp modification searching for the expression of an additional plp (plp2a, plp2c) after induction through a beta lactam or the presence of an additional mec gene (meca, mecc) with an appropriate technic (source ansm 2010)". So customer performed plp2a (positive) and cefoxitin disc testing (diameter = 22mm. Casfm 2016 categorization s>=25mm and r <25mm). The customer also performed testing with an ast-p631 card from induced colonies around the disc of cefoxitin and obtained a plp modification result and observed a growth of typical colonies on (B)(6) plates. The customer stated that wrong results were reported to a physician, and that there was a delay of greater than 24 hours in reporting the results. The customer stated that there was no incorrect treatment given nor patient harm or injury. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
This report was initially submitted following notification that a customer in (B)(6) obtained a false negative cefoxitin screen (oxsf) / false susceptible oxacillin (ox) result for two isolates of staphylococcus aureus from the same patient when testing with the vitek® 2 ast-p631 test kit (ref 414961). The two pus samples were collected from the patient the same day and were identified as staphylococcus aureus. Biomérieux investigation was conducted using the patient strain submitted by the customer. Testing via vitek® 2 gram-positive identification (gp ID) card confirmed the organism to staphylococcus aureus. Ast reference methods provided the following results: - pcr meca/mecc obtained a result of meca positive; (B)(6) confirmed. - kirby-bauer cefoxitin (fox kb), reference method used for vitek® 2 cefoxitin screen test, showed d = 16 mm (resistant) with microcolonies in the inhibition zone. - agar dilution (ad) method used for vitek® 2 oxacillin development (formulation ox101n) on ast-p631 card obtained a result of oxacillin mic = 8 mg/l resistant. - broth microdilution (bmd) cefoxitin screen (fox) was also performed; fox mic = 8mg/l resistant. The strain is confirmed as mrsa (meca positive, resistant by both cefoxitin disk diffusion and bmd, and oxacillin resistant). Vitek® 2 ast-p631 testing (customer lot 7310410403 and a random lot 7310514103) obtained the following: customer lot: - ox mic = 1 mg/l susceptible - oxsf negative - phenotype "acquired penicillinase or modification of pbp" given by advanced expert system (aes) - bioart rule no. 34 triggered. Rule no. 34 is triggered in the presence of a strain with beta-lactam phenotype "acquired penicillinase or modified pbp" (oxacillin mic is equal to 1 or 2 mg/l), combined with a negative cefoxitin screen test. The user is alerted through a comment on the laboratory report, and the software stops the report for review by the customer (for the possible presence of a staphylococcus aureus strain that does not fully express its oxacillin resistance). In this case, it is suggested to confirm the resistance phenotype by an alternative method (e.g. Mec a pcr, pbp 2a). Note: ofloxacin susceptible random lot: - ox mic = 0.5 mg/l susceptible - oxsf negative - phenotype "acquired penicillinase" given by the aes - bioart no. 34 not triggered note: ofloxacin susceptible the ox values are not in agreement with the reference (mic = 8, r). The oxsf negative tests do not correlate with the kb disc diffusion result (resistant). Genotypic typing determined the strain to be the clone cc88-mrsa-IV (pvl+). To optimize (B)(6) strain detection at customer sites, a field safety corrective action (fsca-3760) was issued on january 26, 2018 to provide an additional vitek® 2 software bioart rule to complement the existing vitek® 2 software bioart rule 34. The new bioart rule is triggered by: - an ox mic <= 0.25 and 0.5 mg/l - combined with a negative result for oxsf - and an ofl result of resistant. With both bioart rules activated, under prescribed conditions, the user will be alerted through a comment on the lab report, and the software stops the analysis requiring a review by the customer for the possible presence of a staphylococcus aureus strain that does not fully express its oxacillin resistance. In this case, the user is to confirm the resistance phenotype by an alternative method (e.g. Meca pcr, pbp2a). A performance study was conducted to confirm vitek® 2 products used in the detection or (B)(6) remain within performance claims. - the root cause analysis of the non-detection of some (B)(6) isolates by vitek® 2 concluded that the following items were ruled out: instrument / optics issue, user error, master formulary changes, manufacturing process changes, media, card lot issue, raw materials, base broth, pouches, shipping issues, shelf life, qc issue, vitek 2 software, densicheck¿, shift in performance. - two items were identified as contributing factors: strain characteristics (including heterogeneity) / local epidemiology, and the vitek® 2 oxsf knowledge base (some strains are on the border between a positive and negative result). The performance study included approximately 280 contemporary staphylococcus aureus isolates, and provided objective evidence that performance for vitek® 2 oxacillin (ox101n) / cefoxitin screen (oxsf01n) has not shifted from published performance, and acceptable performance was obtained with both vitek® 2 software versions 7.01 and 8.01 oxsf knowledge bases. [It is acknowledged that the vitek® 2 software version 8.01 oxsf knowledge base detected some oxsf-positive strains that vitek® 2 software version 7.01 did not.] Therefore, although there are some isolates of mrsa not detected by vitek® 2 oxacillin / cefoxitin screen, there is no evidence to suggest that performance is outside of established performance.